Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is unable to be rewound and has received failed battery test alarms. Customer does not recall any significant events leading to the error. Customer's blood glucose was 271 mg/dl unknown at the time of incident. Troubleshooting was done for battery and customer was using a used battery and indicated that they would call back to continue troubleshooting. Troubleshooting did not address the rewind issue. Customer was advised to call back.